Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) stated he had disconnected before and then reconnected when the alarm occurred. The baxter technical service representative (tsr) had the hp cycle power to se 2367 and then the tsr had the hp cycle power to press go to start. They disconnected and removed the cassette. The tsr assisted the hp to clear the alarm and advised them to contact the nurse. The hp stated he would do a manual exchange in the meantime. The patient was either connected at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did disconnect prior to the alarm or observed air. The patient reconnected. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.